Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the probe. The probe was manufactured on october 20, 2015. There were 354 paks associated with this lot. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. Based on qa assessment, the product met specifications at the time of release. A 23 ga illuminated flexible curved laser probe was received for evaluation. A visual assessment of the returned sample was performed on (B)(6) 2016 and showed no obvious nonconformities. The laser probe was inserted into a 23 ga trocar cannula, and passed through with no noticeable resistance. The laser probe tip was measured using the 23 gauge length, where the cannula was found to meet specifications. The cannula diameter was measured at receiving inspection where it passed inspection. It was found to meet specifications for the cannula diameter of 0.0250-0.255 inches as the diameter was measured to be 0.02502-0.02521 inches. The sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a 23ga laser probe could not be inserted in a 23ga valved cannula during a procedure. According to the reporter, the laser probe was too large. The probe was switched out to complete the case. There was no patient harm. Additional information was requested and received.